Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a fault code 1003. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on section e. Initial reporter fields. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a fault code 1003. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a fault code 1003. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a fault code 1003. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.